Manufacturer narrative:
The shunt remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A male patient initially reported that he had a shunt implanted on (B)(6) 2016 and is concerned and feels that the surgery did not go well and that the stitches were not taken out properly. Patient did not know the model or serial number but knew it was an amo product. Patient also has two intraocular lenses implanted but did not provide dates of implant only that they were not amo lenses. Patient stated that he also had a shunt implanted a few years ago in the left eye. He indicated that he heard the doctor asking the second doctor involved in the procedure about why the suturing was performed in a particular way and stated "you wounded him, there is a tear." The patient was placed on an antibiotic, polymyxin and pregnazone, an anti-inflammatory there were also additional medications but he did not know the names of all of them. During a follow up visit to be fitted for glasses, the patient was told that the first shunt that was implanted on (B)(6) 2011 in the left eye came loose and is blocking his vision. Patient stated that he had poor vision prior to the surgery but cannot see from the affected (left) eye now. His vision from the right eye was gone previously. Through follow up it was confirmed that both shunts are implanted in the left eye. Patient is still on pregnazone and has a follow-up appointment scheduled. This report will capture the shunt that was implanted on (B)(6) 2016 and a separate MDR will be filed for the shunt that was implanted on (B)(6) 2011.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Visual inspection could not be performed, therefore the reported complaint could not be verified. The manufacturing record cannot be reviewed since the serial number is unknown. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.